Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. During troubleshooting with tandem technical support, the customer stated that they had filled the cartridge with more than 300 units. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.